Event description:
Arteriogram balloon after inflation to 10 atm for the second time burst. Upon retrieval of catheter through the sheath, noted distal half of balloon missing; the balloon having ruptured transversely.